Event description:
Additional information was received: the access site was the right common femoral artery. The initial sheath size was a 14f sheath and was maintained at 14f. The sutures of two proglides were successfully pre-placed. Hemostasis was achieved with the pre-placed proglide sutures.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the suture of a proglide device was attempted to be pre-placed prior to an endovascular aneurysm repair (evar) interventional procedure; however, a cuff miss occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no report of a significant delay in the procedure. No additional information was provided.